Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In (B)(6) 2017, the patient has had a minimally invasive surgery with expedium viper. The construct included 18 screws inserted from t11 to pelvis, 2 open iliac connectors of 40 mm, 1 cocro rod of 480 mm cut by half for each of the sides and 20 innies. A revision surgery has been performed today because the rod on the left hand side of the patient had slid . One screw had no rod in its head anymore. The lordosis was not identical anymore on the two sides either. The patient also seemingly reported discomfort. During the revision surgery, all set screws have been removed. The surgeons have reported that on the left hand side, the set screws were loose from l3 to pelvis and on the right hand side, they were loose from l2 to pelvis. A very tiny portion of one set screw thread was found broken while removing the set screws. In addition, surgeons couldn't replace the innie of the iliac connector on the left hand side, as it was not holding properly anymore. They found out that the head of the connector had widened and due to the deformation, the set screw was not sitting in properly anymore. They have therefore decided to replace both iliac connectors too. Finally, they've replaced the 480 mm cocro rod by a 480 mm titanium rod.

Manufacturer narrative:
UDI: (B)(4). One mis single inner set screw (product code: (B)(4), lot number: 128705) was returned to the customer quality unit for evaluation. The returned set screw features a variety of different witness marks, most of which are irregular witness marks. Typically, set screw witness marks are light, symmetrical marks on opposing sides of the bottom of the set screw that start as a sweeping scuff mark across its face and end in an indent. Although there are markings of some kind featured on every set screw, they vary significantly. Some witness marks are severe, asymmetrical, and irregular. Others feature just minor surface wear. The markings on this returned set screw is not indicative of the set screw correctly coming into contact with and being tightened down onto the associated rod. The precise geometry of the rod in relation to the set screw and associated polyaxial screw may have influenced the set screw's ability to lay flush to the rod. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the set screw loosening could not be determined by the sample or information provided. A potential root cause may be the set screw not being correctly tightened down onto the rod. This could potentially allow a set screw to loosen postoperatively. The precise geometry of the rod in relation to the set screw and associated polyaxial screw may have also influenced the screw's ability to lay flush to the rods. Testing found that the torque wrench handle may not have been exerting sufficient torque to tighten down the set screws as well. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.